Manufacturer narrative:
Lot number ¿ 18m017 and 18m043. One single-use device was received for evaluation. Visual inspection noted fluid inside the bag that contained the device. Further inspection revealed that the cause of the leak was due to broken tubing at the solvent-bonded junction of the luer. A portion of the tubing remained inside the solvent-bonded area of the luer. There was no evidence of a rupture. The cause of the broken tubing could not be determined. A photograph of one sample was provided for evaluation. Visual inspection of the photograph revealed fluid inside the device housing. A rupture was not observed through evaluation of the photograph. The cause of the leak could not be determined through evaluation of the photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of either lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 3 </noe> malfunction events. It was reported that the bladders of three (3) large volume infusors ruptured prior to patient use. There was no patient involvement. No additional information is available.